Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut into 3 fragments. An extraction aid was found on the medial fragment; it is reasonable to assume that the lead was cut during the surgery. The insulation of the medial fragment was found rubbed through, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the conductor cable leading to the ring electrode was fractured, the rv shock coil and helix were found stretched. These damages probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes. Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient presented to the hospital after experiencing multiple inappropriate ICD shocks during the night. Device interrogation revealed right ventricular lead dysfunction with artefacts, resulting in four inappropriate shocks. Electrical parameters showed markedly elevated lead impedance and loss of capture, consistent with lead failure. ICD therapies were deactivated. No subsequent arrhythmic events occurred during follow-up. Explantation and new implantation of a different ICD lead system.